Event description:
I had essure implanted in (B)(6) of 2012. I had the coils removed (B)(6) 2012. I had a hysterectomy (B)(6) 2013, only keeping ovaries. Procedure went fine. Insertion went fine. I watched it all on the screen. Two weeks later I passed out. Went to the doctor nothing wrong a couple months passed I was perfectly fine. Then I was in the grocery store with my 1 year old in the cart and passed out again. Went to the doctor nothing wrong. Then I became constantly dizzy, headaches, unbearable pain in back legs and stomach, abs, you name it I had it. Finally connected it to when it all started when I had essure placed. To this day I am still not able to leave my house or drive or take care of my kids alone because of whatever permanent damage this device caused physical and neuro. It had robbed me from life and my kids from a mom.